Manufacturer narrative:
Conclusions: according to the information received from the field the concerned device was inadvertently damaged due to multiple insertion attempts during implantation surgery. The reported damage was confirmed during device investigation. This is a final report.

Event description:
The user was initially implanted on (B)(6) 2023. During the surgery several attempts for electrode insertion were needed. The encountered issues during insertion were due to the patient's anatomy and cochlear fibrosis. The user was re-implanted on (B)(6) 2023. The reimplantation was smooth.

Event description:
The user was initially implanted on (B)(6) 2023. During the surgery several attempts for electrode insertion were needed. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.